Manufacturer narrative:
The 6mm single port (sp) monopolar cautery instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the movement of 6mm single port (sp) monopolar cautery instrument tip was not smooth. The instrument was inspected and was found to have a broken part at the internal plastic connection. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported instrument was inspected prior to use with nothing out of ordinary to be observed. The tip movement was not smooth. The reported instrument did not collide with any other instruments or hard material during the procedure. There were no reports of fragment(s) falling into the patient. The procedure was completed robotically without any injury to the patient. The instrument was available for return to isi for evaluation. Photographic images of the device(s) or video recordings of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The crack measures approximately 0.42mm x 6.09mm in size. There was no material missing as a result. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
Refer to h11 for follow-up information.